Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer's blood glucose level was over 600 mg/dl. The customer did not believe her insulin pump was delivering insulin. Standard troubleshooting was performed. It was discovered that the customer's infusion set's cannula was bent. The product is not being returned. Nothing further was reported.